Manufacturer narrative:
This is regarding the central processing unit (cpu) pcba that was sent to the product investigation lab with the accusation of error code 1104 check vent: backup alarm failed. The technician verified that the alarm error code e1104 shows once in the log dating 10/18/2023. Neither the occurrence nor the associated 1104 error code could be duplicated at the product investigation lab (pil) during the bootup of the cpu board or standard test bed operation using the cpu board. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. Ls1 resistance has been measured as a solid 394k ohms, verifying that ls1 is not shorted or open and ls1 functions with a discernable audible tone with 10vdc applied. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The customer complaint has resulted in no problem found. .

Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support to report that a 1104 "backup alarm failed" error occurred on the v60 ventilator. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred, and the sales representative visited the hospital and replaced the device with another ventilator. There was no reported medical intervention or delay in therapy.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue in the event log. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) as recurrence preventive measures. The device passed the required performance verification tests per philips standard and was returned to service.